Event description:
A scrub nurse reported that a failure of the cassette with the system occurred during surgery. There was no sculpt. The cassette was replaced and the issue resolved. The pt impact is unk. Additional info has been requested but not obtained to date.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).